Event description:
It was reported that an ilet pump exhibited an unresponsive touchscreen that prevented navigation within menus, including the meal announcement menu, despite the device being powered on and screen unlock attempts. Symptoms included no user interface response to touch. Outcomes included the need for device replacement and interruption of normal device use. Investigation included guided troubleshooting steps such as cleaning the screen, attempting interaction with and without a stylus, waking and unlocking procedures, charging while testing touch response, and extended wake-button presses, as well as third-party interaction attempts. Investigation of this case revealed a persistent user interface failure consistent with a touchscreen or display assembly malfunction that did not resolve with standard recovery steps. It was concluded, based on previously established findings for similar reports, that the cause was an internal hardware failure of the touch interface.

Manufacturer narrative:
Investigation description: display damage to the glass.